Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an air bubble anomaly. The blood glucose at the time of the incident was 380 mg/dl. The customer states they have had air bubble anomalies for years. The customer states they are using a different pump now and is still experiencing no air bubbles anomaly. The customer states they will attempt to use the pump side down and monitor if air bubbles persist. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.